Manufacturer narrative:
The device was sent back to ems for assessment. It was sold in 2001 and the thread was worn. The instruction for use clearly state that the user has to check this point regularly (in fb-136). Additionally, we performed tests to try to reproduce the defect reported (cap coming off from the device) without success. The air pressure provided by the chair should be set between 2.3 bars to 3.2 bars and within the range of pressure the cap remains in place. We managed to reproduce the defect by using an input pressure of 10 bars (definitely more than the recommended pressure). This lead to the conclusion that the cap was probably not properly assembled on the device and additionally the thread was worn. The combination of both parameters has probably led to the issue reported.

Event description:
Our (B)(6) affiliate reported to us an event which happened with an air flow handy 1 device serial number (B)(4) which was sold in 2001. The peek cap came off the device during the treatment and hurt the assistant at the lip and the teeth # 11.